Manufacturer narrative:
Internal complaint number (B)(4).

Event description:
A patient contacted to report that prometra ii pump was explanted on 12/7/2019 due to a staph infection. There was no allegation of pump malfunction.

Event description:
During the follow up it was notified that patient's pump was explanted by other physician. Rep confirmed that he was not aware of the infection since he was not made aware of the case and was not at the explant. There was no allegation of pump malfunction and that the location of the pump is unknown at this time.

Manufacturer narrative:
Additional data: b5- event description. D4- lot # . D4- expiration date. D4- UDI. H4- manufacturing date. Corrected data: e1 - initial reporter. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number - (B)(4).